Event description:
A caller reported an issue with a continuous glucose monitor (cgm) error. The reported cgm error was successfully resolved, resulting in no adverse impact to the customer's blood glucose level. The customer received guidance to reset the pump, and after following the instructions, no further errors were displayed. The customer successfully initiated a new sensor session.